Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 03oct2025, 10oct2025, and 16oct2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure line disconnect" alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure line disconnect" alarm. During troubleshooting, the customer had set up the device with the same settings that were used at the time of the event (humidifier included). The customer stated that when they ran the test lung, the device would display the proximal pressure disconnect alarm, but only during the exhalation cycle. The customer then disconnected the patient circuit and installed the 0.25" test fitting; the customer reported that no alarm was observed. The rse advised the customer to perform a full performance verification test (pvt), and if the device passes the pvt, the issue would be with the circuit set up. Device evaluation and repair are pending, and this investigation is ongoing.